Event description:
The abbott sales representative reported the customer observed increased frequency of retests due to architect i2000 error code 1007 (unable to process test, activated read failure). The customer calculates the occurrence frequency as 10 out of 100 tests, regardless of the assay. The customer observed the error many times with the hepatitis b surface antigen and cea assays when reaction vessel (rv) lot 69684p100 was in use. The customer checked for cracks, leaks, and loose connections for the trigger and pre-trigger lines, valves and sensors and no issues were detected. The issue was resolved when the customer changed to a different lot of rv's. The customer was instructed to discard the suspect rv's to avoid recurrence of the error. There was no impact to patient management.

Event description:
Reportedly, "when [the surgeon] took out the valve from the jar, he found out there were a few tiny foreign bodies (like black spot) on the valve leaflet (from ventricular side to look). The doctor removed the tiny foreign [particulates] carefully and implanted [the device] in the patient body. In fact, the doctor should open new one to replace the current valve. But, the hospital did not have one more aortic valve. That is why [the surgeon] implanted the valve with tiny foreign bodies. [The surgeon] has been following this patient, so far, this patient does not have any adr occurred.

Event description:
A percutaneous coronary intervention was performed for a lesion in the proximal left anterior descending (lad) artery. The lesion was 90% stenosed with no calcification and moderately tortuous. A stent was implanted in the lesion and confirmed with an intravascular ultrasound (ivus) catheter. Upon removal of the ivus, after imaging was complete, resistance was noted. The catheter had become caught on the stent. The physician was able to manipulate the guidewire back and forth freeing the imaging catheter and removed it outside the patient's body. No patient injury was reported. Patient was reported to be in "good" condition.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). No method, results or conclusions can be made at this time. Suspect medical device, lot #: in the initial and follow up medwatch submissions, suspect medical device, lot # was submitted with lot number 69684p100. This lot of suspect medical device were not associated with remedial correction recall 1415939-2/27/09-003-r, therefore, lot # was changed to 69686p100. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot 69684p100, device MFR. Date: 10/7/08, expiration date: na. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.